Event description:
Drug/diluent: 5fu. Fill volume: 93ml. Flow rate: 0.5 ml/hr. Procedure: chemotherapy. Cathplace: central line. Date of surgery: (B)(6) 2013. {ref. 2026095-2014-00002(b)} summary of incident: two incidents of fast flow were reported for two pts and two pumps occurring on the same day. It was described that the pumps delivered the content within four days instead of the planned seven days. Incident as reported: (B)(4) distributor reported fast flow of two easypumps. "The customer complains, that the pump delivered the content within 4 days instead of planned 7 days. No complications for the pt." It was reported that there were no adverse events or medical intervention needed. It was reported that the pt's current condition is good. Date/time infusion was filled: (B)(6) 2013 - no time reported. Date/time infusion started: (B)(6) 2013 - no time reported. Date/time infusion ended: (B)(6) 2013 - no time reported.

Manufacturer narrative:
A visual inspection was performed and two devices were returned to the manufacture for an evaluation and investigation. Both devices matched the reported lot numbers. The review of the device history records (DHR) and device evaluation are still in progress. Results are not available at this time; they are pending completion of the evaluation. The evaluation of the devices are ongoing, a follow-up report will be submitted when the evaluation had been completed. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate. Hospital information received by the distributor. (B)(6).